Manufacturer narrative:
An event regarding disassociation and a pseudotumour (altr) involving a citation stem was reported. Stem and head disassociation was confirmed through the medical review. Altr was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a medical review was performed and concluded: the femur had a markedly deformed trunnion with a well fixed stem. The stem was removed. "Based upon the information available for review, no determination can be made regarding the cause of the indication described for the revision surgery of (B)(6) 2015 in this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, serial x-rays of the primary total hip arthroplasty before the revision surgery and histopathology are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Hospital policy.

Event description:
Revision of right hip due to the ball disassociating from the stem. The surgeon commented that the patient had complained of clicking and grinding prior to the revision.